Manufacturer narrative:
The customer found a leak at pinch valve pv27 and replaced the tubing at pv27 and the instrument ran without any leaks and non-numeric diff results. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak from a coulter hmx hematology analyzer with autoloader. The volume of the leak was not specified. The leak was contained within the instrument and 5c control non-numeric differential, diff, results were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.